Event description:
It was reported that the ventilator was generating very high volumes without being programmed for it. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator produces very high volumes without being programmed. Identification of issue has been done by analyzing problem description and provided information from the technician. The device¿s logs have been not available for further evaluation. Based on technician statement, the issue has been related to expiratory volumes. The on-site investigation could not reproduce any failure. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/26/2004 corrected manufacture date: 11/04/2004.

Event description:
Manufacturer's ref. #: (B)(4).